Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 years and 7 months following the implant of the transcatheter bioprosthetic aortic valve the patient died at home. The death was classified as cardiovascular. The cause of death was listed as congestive heart failure exacerbation. Myocardial infarction and coronary artery disease also was reported. The physician reported the event was unrelated to the medtronic products or implant procedure. An autopsy was not performed.

Event description:
It was reported that approximately 9 years and 7 months following the implant of the transcatheter bioprosthetic aortic valve the patient died at home. The death was classified as cardiovascular. The cause of death was listed as congestive heart failure exacerbation. Myocardial infarction and coronary artery disease also was reported. The physician reported the event was unrelated to the medtronic products or implant procedure. An autopsy was not performed. Additional information was received from the physician that following the implant of the valve, the follow-up echocardiograms revealed stable trace to mild residual regurgitation. Myocardial perfusion imaging (mpi) was performed approximately three and a half years following implant of the valve and showed nontrans mural inferolateral scare with no definite reversible ischemia. Dyslipidemia and hypertension were well controlled, and no medication changes were required. Approximately two months later a follow-up visit, the patient denied any chest pain, paroxysmal nocturnal dyspnea (pnd) or orthopnea. The echocardiogram performed at follow-up showed a normal left ventricular size and systolic function. The ejection hyperdynamic was around 65-70%. Moderate septal hypertrophy and mild posterior hype1trophy were noted. Normal right ventricular size and systolic function were observed with a mildly enlarged left atrium. Normal sized right atrium was identified with a properly functioning transcatheter aortic valve (tav) with a mean gradient of 12 millimeters of mercury (mm hg) and mild paravalvular leakage. The cause of death was reported as chf and mi.

Manufacturer narrative:
Updated data: b5 b7 d4 - UDI h6 - annex e, annex a, annex g correction: medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. B2 outcome attributed to adverse event - removed death and life threatening medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.